Manufacturer narrative:
Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The unit met specifications and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-03106, MDR ID 2134265-2013-03105. It was reported that during intravascular ultrasound (ivus), failure to pullback occurred. The physician used an ilab cart system 240 with a bsc coronary imaging catheter and assy sled pullback single pack md5 to image an unspecified vessel. During the procedure, an mdu overload error occurred. The pullback would not work and the mdu would not move at all. The physician attempted automatic pullback 3 times and tried to check the mdu connections without success. Manual pullback was performed and the procedure was completed with a different device without further ivus use. It has been noted that no patient complications were reported and patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-03106, MDR ID 2134265-2013-03105. It was reported that during intravascular ultrasound (ivus), failure to pullback occurred. The physician used an ilab cart system 240 with a bsc coronary imaging catheter and assy sled pullback single pack md5 to image an unspecified vessel. During the procedure, an mdu overload error occurred. The pullback would not work and the mdu would not move at all. The physician attempted automatic pullback 3 times and tried to check the mdu connections without success. Manual pullback was performed and the procedure was completed with a different device without further ivus use. It has been noted that no patient complications were reported and patient's condition is stable.